Manufacturer narrative:
D9: date returned to mfg: 2/12/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had a key stuck alarm" was confirmed through keypad test and checking the event log. The probable cause was unknown. The keypad was replaced. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. No adverse effects were reported.

Manufacturer narrative:
H4 - device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.